Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). Additional tests was performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to have results above range when tested with control solution and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 - (11/27/2014) - correction. Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The patient¿s test strips have been returned on 7/25/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted when a vial label was found to be have had some damage to a piece of non-critical information but is still readable. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 41mg/dl,160mg/dl,130mg/dl,143mg/dl performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.